Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H.11. Additional narrative: h4: the device manufacture date is currently unavailable. The product was not returned to depuy synthes. However, a photo was provided for evaluation. Visual inspection of the returned photo found that the anchor was attached to the inserter, and slid down through the tip of the shaft, causing it to deform. In addition, the anchor was cracked vertically from distal to proximal end. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the 4.9 healix adv sp biocomp ce would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. The possible root cause can be associated with off axis insertion and levering during insertion. As per IFU, 1) ensure that anchor is inserted axially to the bone hole (limit off-axis insertion). 2) improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
Report 2 of 2 for (B)(4). It was reported that during an unspecified surgery, it was observed that 2x 4.9 healix adv sp biocomp ce device anchors broke in the shoulder during testing. Another like device was used to complete the procedure. There was a twenty minute delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: lot number and UDI updated. H6: device history review: there was no non-conformance regarding this lot.